Manufacturer narrative:
The ams 800 occlusive cuff was visually, microscopically and functionally tested. Functional testing showed a leak at the corner of a fold. Both a visual and leakage test confirmed the leak due to wear at a fold in the cuff material. Product analysis confirmed a malfunction and the reported hole. The identified cuff leak would affect the functionality of the device and be the most probable cause for the recurring incontinence issues. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on this investigation, the investigation conclusion code cause traced to component failure was chosen because a cuff malfunction was identified through product investigation and found to be the most probable cause of this event. The product analysis results, and event report provided no objective evidence that would warrant further no escalation.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) device due to recurring incontinence and a hole in the cuff. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) device due to recurring incontinence and a hole in the cuff. A patient outcome was not reported.